Event description:
It was reported that a patient experienced a backflow of blood into a clearlink buretrol solution set while undergoing an abdominal ultrasound. Total parenteral nutrition (tpn) was infusing at 32 ml/hr at the time of the backflow event. The reporter stated that they raised the tubing, and the blood returned back to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported potentially associated lot number dr13121025; however, this lot number is not recognized by baxter. The device was discarded by the customer and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.